Event description:
It was reported that pump declared a cartridge alarm during normal insulin delivery and that repeated alarm prevented customer from successfully loading a new cartridge and continuing pump therapy. There was no adverse impact to the customer's blood glucose level. Customer outcome and detailed corrective actions were not fully known because customer declined to share backup therapy information, but technical support arranged for pump replacement under warranty, confirmed pump serial number and shipping address, provided instructions for storage and transport, and requested return of problematic pump to tandem within 10 days using provided return materials.